Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Event took place in the operating theater during a hysterectomy procedure. Functional mode was seal and cut. Device usage was regular and optimal. The device jaw broke during laparoscopy. The broken piece was recovered. The procedure was completed with another device. No details of time taken for the procedure were provided. There was no prolonged hospital stay for the patient. Surgeon does not recall any particular abnormalities during the event except an error alert. The device was used for 60 minutes prior to the event. There is no event history log for the usg-400 available. The usg-400 software version was 2.00. The intelligent tissue monitoring (itm) was on, which is the usual setting in the facility, and was not changed during procedure. The user understands the functionality of itm, which may not always detect already cut tissue. The device has not been reused. Customer has reported the incident to the national agency for the safety of medicines and health products (l'agence nationale de sécurité du medicament) (ansm).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the probe broke due to contact with a surgical instrument or the non-insulated area of grasping section. One of the following step-by-step scenario likely caused the event: 1. During output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 2. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the error occurred. 3. The probe broke when added load. Or 1. The distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the error occurred. 5. The probe broke when added load. This following information is included in the instructions for use (IFU): ¿ "do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." ¿ "when cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." ¿ "the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone." ¿ "do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities."

Event description:
The three thunderbeat (tb) devices, broke in the one procedure with the same patient. During procedure of laparoscopy, when using the forceps, the probe of the tb-scissor fell into the patient. Was then found and extracted. The issues were resolved with another thunderbeat device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H6 was updated.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information from the customer.

Event description:
The customer reported the following additional information: a total of three (3) subject devices broke inside the patient, the broken piece was removed. The customer stated an unknown increase in operative time occurs and measures to treat was 'another clamp.' It is unknown if the 'clamp' refers to similar device or a surgical clamp. The information being clarified with the customer. The following 3 reports address the 3 different devices used in the procedure as follows: patient identifier (B)(6) : tb-0535fcs, pw307217; patient identifier (B)(6) : tb-0535fcs, pw109720; patient identifier (B)(6) : tb-0535fcs, pw30716. This is 1 of 3 reports for patient identifier (B)(6) : tb-0535fcs, pw307217.

Manufacturer narrative:
Additional information is not yet available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported by the customer, during a therapeutic laparoscopy procedure, the probe of the device broke off and fell in the patient. The broken piece was retrieved from the patient. There is no reported harm or adverse impact to the patient.